Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3093-28, lot# va0qnrn, implanted: (B)(6) 2015, product type: lead. Product ID 3093-28, lot# va0m0x3, implanted: (B)(6) 2015, product type: lead. Product ID 3550-10, product type: accessory. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was having spine surgery and the healthcare provider (hcp) did not want the lead crossing the midline. The patient went in for a revision, but ended up having a replacement. The hcp unscrewed the lead from the implantable neurostimulator (ins), tunneled the other direction, and went to screw the lead in. However, the hcp had difficulties unscrewing the lead. The wrench from the kit ended up bent, but they did end up getting the lead out. When they went to plug the lead back in, the set screw on the ins was stripped. They replaced the ins and tried using the new wrench in that kit with the old ins, but that would not screw in. They eventually were able to get the lead in by using the new ins and everything was fine. The old ins was misplaced during inter-op and was not available for analysis. There were no associated symptoms and the patient recovered completely. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.